Event description:
The cardiologist attempted to close the arteriotomy using a techstar xl 6 fr pvs device. Upon deployment, the posterior needle did not enter the barrel and went into the pt's soft tissue. Contrary to the instructions for use, the cardiologist did not attempt to back-down the needles and proceeded to remove the anterior needle. Following removal of the anterior needle, the cardiologist attempted "needle back-down" which failed. The pt required surgery to remove the posterior needle from the soft tissue. According to the instructions for use, deployed needles are not to be removed if all of the needles do not present. In addition, the superficial femoral artery was used as the arterial puncture access site. According to the instructions for use, the safety and effectiveness has not been established with regard to using the superficial femoral artery as the arterial access puncture site. The pt did fine following surgery and was discharged to home the next day.